Event description:
The customer reported alarm has no power, no alarm. Alarm was used on a pt when the problem occurred, and the patient got out of the bed, and the unit did not alarm. No pt injury was reported. More info has been requested, but none has been received.

Manufacturer narrative:
Posey has requested the return of the product. The customer claimed that the alarm had no power, therefore, it should not have been placed into use with a patient.